Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11. An intra aortic balloon leak occurs when the balloon membrane or its connections lose integrity allowing blood or gas to enter or escape. In this case blood invasion was detected in a cardiosave hybrid type e f plug system. A field service evaluation identified the presence of blood invasion with no additional information provided at the time of the initial call. Authorized repair activities included troubleshooting replacement of affected components calibrations adjustments and electrical safety checks. The unit had accumulated 441 operating hours and was running software version d01. The repair was completed successfully all functional tests passed and no harm or inconvenience to patients or operators was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that intra aortic balloon (iab) had leak, blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d9, h3 and h6 (type of investigation).

Event description:
N/a.